Event description:
It was reported that during setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week. Per additional information received via email on 09sep2025, it was noted during set up of the balloon, before use. There was no patient harm. (Lot: ngjx2976).

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo-sample noted the overview of the catheter with the inflation valve/cap disconnected. The second photo shows the inflation valve/cap. The third photo shows the inflation valve/cap attached to the syringe tip. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: b,d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during setup of a foley catheter the green hub for balloon water inflation site disconnected from the molded part on the catheter, making inflation of the balloon impossible. The whole catheter kit was discarded and started again with new kit. This occurred twice in a week. Per additional information received via email on 09sep2025, it was noted during set-up of the balloon, before use. There was no patient harm. (Lot: ngjx2976).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.